Event description:
An endurant iis stent graft system was implanted during an endovascular aneurysm repair (evar) procedure. The patient was noted to have an extremely angulated neck measuring 82 degrees. Due to this challenging anatomy, the operative plan included endovascular reconstruction and additional proximal fixation using six endoanchors. Following implantation of the endurant iis stent graft system, a type ia endoleak was observed along the outer diameter of the infrarenal aorta. The physician proceeded to implant the endoanchors; however, after placing the fifth endoanchor, the heli-fx applier stopped working and a blue light error appeared. The type ia endoleak remained at the end of the procedure. According to the physician, the cause of this event was product-related. It was noted the applier was inspected prior to use with no issues observed and prepped following the IFU. The IFU was followed during implant. It was noted that the patient received incomplete treatment. A follow-up CT scan is scheduled in one month. No additional clinical sequelae were reported, and the patient will continue to be monitored.

Manufacturer narrative:
Film analysis conclusion: the reported type ia endoleak cannot be confirmed based on the pre-implant films provided. Procedural angiograms demonstrating the e ndoleak, as well as records of the endoanchor implantation were not available for review. Although the cause of the endoleak cannot be conclusively determined, it appears most likely that anatomical features such as the short and significantly angulated neck were contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.